Manufacturer narrative:
Internal insulation damage was noted at 27.5 cm ¿ 28.4 cm from the connector pin, with the inner coil exposed, consistent with clavicle crush damage. This is consistent with the observation from the field of noise.

Event description:
It was reported that the right ventricular lead was exhibiting noise and causing presyncopal symptoms. The pacemaker was oversensing. The pacemaker and lead were explanted and replaced. The patient was stable post procedure.